Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the top of the obturator was disengaged. The dissector balloon, lock collar, trocar balloon, valve seal and envelope seal were not received. The insufflation bulb was not received. The inflation syringe was not received. Pmv performed functional testing; the dissector and trocar balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the top of the obturator being disengaged may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively on the beginning of a laparoscopic inguinal procedure, the device's obturator head broke off. The device fell into the patient's cavity, it was left into the cannula. They used another instrument to remove the device and resolve the issue. The patient was alive with no injury. The device is expected to be returned for evaluation.